Event description:
It was reported that a broken cannula occurred. The wearable was inserted into the abdomen on (B)(6) 2024. The cannula broke and remained stuck in the patient's skin. No serious or prolonged patient harm or medical intervention was reported. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged cannula occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.